Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of 481 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer had to perform several set changes and was still getting insulin flow blocked alarms. The customer was able to rewind and load a new reservoir, but was unable to go past the fill cannula process. Troubleshooting was not completed due to the insulin flow blocked alarms. The customer was advised to visit an emergency room for a back up plan. The insulin pump will not be returned for analysis as customer was outside their country of residence. Frn-unk-rsvr. Unomed set.